Event description:
It was reported that during insertion of this implant, the surgeon found it difficult to insert. The surgeon removed the implant and found that the tip was damaged. The surgery was completed as intended with another implant. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the implant was received for evaluation. A visual inspection of this implant found melting-like damage to the threads of the screw. This type of damage can occur if the proper tap is not used prior to implant insertion. The info for use (IFU) shipped with each implant warns the user of the importance of using the proper set up for insertion of the implant.